Event description:
Patient stated on (B)(6) 2021 he put on his v-go at 10pm and the next morning at about 8am he noticed the needle button accidently released prior to the completion of the 24-hour period.